Event description:
A ge oec 9800 fluoroscopy sys displayed heat warnings and prevent x-ray exposure. Also image quality issues where brightness and contrast were not optimal.

Manufacturer narrative:
A ge oec service rep investigated the issue and noted the heat warnings in event log. System exposure prevention is a normal sys feature to protect x-ray tube and other components from damage under heavy utilization. Heat management sys will limit exposure factors until sys is cool enough to properly expose. Issue occurred under extreme use conditions, no system issue. Image quality was related to brightness and contrast defaults that need to be reset. Adjustment made and sys within specifications. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.